Manufacturer narrative:
Investigation: bd received contaminated samples from the customer facility for investigation and photos were provided to the site for investigation. The site evaluated the photos and the customer¿s indicated failure mode for underfill with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: customer complaint, during use this batch, they found 2ea. Tubes have no draw issue. 1ea. Actual sample will be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing low draw during use. The following has been provided by the initial reporter: customer complaint, during use this batch, they found 2ea tubes have no draw issue. 1ea actual sample will be returned.